Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation with a catheter resulted in a successful opening. This device remains implanted. Therefore, no failure analysis will be available. Although follow up did not indicate any difficulties were encountered during placement, a factor has been associated with this type of incident. "Results of a multicenter study of the modified hook greenfield filter" published in september 19,1991 edition of the journal of vascualr surgery indicated, "when the carrier system is not centered in the vena cava but against the wall, the filter will be discharged into a narrower folded area of the cava." Co's direction for use states: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter."